Event description:
It was reported that a cartridge alarm occurrs initially occurs 45 - 50 minutes after changing into a new cartridge. Customer was unable to load several new cartridges however the cartridge alarm keeps recurring. The customer reverted to an alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.